Event description:
Revision surgery - due to patient had a very bad fall and the cemented acetabulum failed. Placed a zimmer column buttress and reimplanted a cemented acetabulum

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00547; 942-01-40h, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.